Event description:
On (B)(6) 2023, infutronix received a report from a distributor that a pump powers off when an infusion is started. The issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The affected device was returned and the event history log pulled from the device confirms abrupt power off occurred.